Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the etco2 reads 100 and takes 45 seconds to register and provide a number. The data blanks out and returns as 100%. There was no adverse patient impact.